Event description:
It was observed that during the evaluation, the bronchovideoscope exhibited dirty lens causing the cloudy image and that the peeling cement was dirty. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found dirty lens causing the cloudy image and that the peeling cement was dirty. Based on the results of the investigation, the root cause of the reported malfunctions could not be identified/determined. Olympus will continue to monitor field performance for this device.